Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: relevant tests/laboratory data. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02719, 0001822565-2019-02768, 0002648920-2019-00610. Concomitant medical products: ref # 00-6250-065-30, lot # 62793492, screw 6.5x30mm. Ref # 00-6250-065-25, lot # 63029109, screw 6.5x25mm. Ref # 00-6305-050-36, lot # 62932230, longevity liner. Ref # 00-8018-036-02, lot # 63051337, femoral head 36mm+0. Ref # 00-7848-022-00, lot # 62936003, kinectiv stem taper size b. Ref # 65-7713-010-00, lot # 62665688, kinectiv m/l stem size 10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision surgery approximately 2 years post-implantation due to due to pain, elevated metal ions, radiolucency, and progressive difficulty ambulating. During the revision procedure, pseudotumor with altr, necrosis, and implant corrosion were noted. The acetabular shell was noted to be loose with no bony on growth on the implant, and the locking ring of the shell was found to be broken. All components were removed and replaced. No additional information is available at this time.